Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the battery of this boston scientific pacemaker had two years remaining, which was observed at the beginning of this year. Within two months time, the battery had depleted entirely, and was at eol (end of life). The patient presented to the hospital for an urgent device replacement. No additional adverse patient effects were reported. This device is not available for return.